Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. The battery compartment reportedly was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 07/06/2015 device evaluation: the device has been returned and evaluated by product analysis on 06/17/2015 with the following findings: the returned battery cap was used for investigation. The pump was found to pass the leak test; no leaks were found. There was no damage or cracks found to the pump. There was no evidence of moisture found at the battery compartment. The pump was opened; there was no evidence of internal moisture found inside the pump. The reported complaint was unable to be duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.